Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The patient reported that there was poor communication with recharging. The patient reported that his ins battery was dead and wouldn¿t charge. The patient also reported he got the poor communication screen on the patient programmer (pp). The patient reported that the implant battery didn¿t seem to be taking a full charge no matter how long he had the charger on. It was confirmed that the patient was getting the reposition antenna screen on the recharger and poor communication on the pp. The patient reported that he had been without stimulation for about a week and a half to two weeks. The patient reported that the last successfully charge session was about two weeks prior to the report. It was noted that troubleshooting did not resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced poor communication and met with a manufacturer representative who assisted him in performing a reset. Troubleshooting was not required on the day of the report. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had an appointment with the health care provider (hcp) on (B)(6) the patient inquired about having manufacturing rep (rep) at the appointment. Product service specialist reviewed role of rep and directed patient to hcp. No patient injury or complications reported.